Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Upon review it was noted that the initial medwatch was inadvertently submitted. Based on the review of the information provided, and decision tree, the final assessment will alter to a non reportable malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the product inspection returned that the unit is has a screw missing and the socket does not hold. There was no harm or delay in treatment reported as a result of this malfunction.